Event description:
The customer reported that his olympus high-definition lcd monitor was not displaying an image during use during procedure preparation. According to the initial reporter, the intended procedure was completed by moving the patient into a new room with new equipment. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not displaying an image during testing. Additionally, there were scratches present on the display screen. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h4. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was confirmed that the image was not displayed after startup due to printed circuit board (qb board) failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.